Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 504 mg/dl. Customer treated with manual injection. The customer also reported feeling shortness of breath, confusion, and breath smells of ammonia. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, and cracked reservoir tube lip.